Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the units battery was not being recognized and replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during patient use a 980 ventilator generated a battery failure message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.